Event description:
Bard peripheral vascular (bpv) has confirmed that a single event involving three lots of two products code numbers were inadvertently shipped to customers as non-sterile (without sterilization).

Manufacturer narrative:
This medwatch is not associated with a reported adverse event; however, it is being filed in accordance 21cfr part 803.53. The initial medical assessment has indicated there could be an immediate incremental risk to patients who have a breast biopsy marker implanted with the affected product code/lot numbers listed below: product code (B)(4) (coil marker): lot numbers huw1296, huw127. Product code (B)(4) (ribbon marker): lot number huwl0010. The manufacturer has issued a recall notification to the identified customers who have received the affected products. On (B)(4) 2013 the manufacturer notified (B)(6) of the pending voluntary recall and gained concurrence of the customer notification letter prior to its distribution. On (B)(4) 2013 the voluntary recall was initiated.